Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The device condition indicates the plunger may have not been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9: corrected device available for evaluation from ni to yes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a cuff miss occurred. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: corrected lot # from 5020241 to 4110941. D4: corrected expiration date from 1/31/2027 to 10/31/2026. D4: corrected primary UDI number updated from (B)(4) to (B)(4). H4: corrected device mfg date from 2/2/2025 to 11/9/2024.